Event description:
A (B) (6) pt's daughter contacted zoll lifecor customer support to report that one side of the cord going from the monitor to the belt is broken. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem was confirmed. The cause for the broken electrode belt was a broken trunk cable connector. The connector and the connector nut were broken and the pins were exposed. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.